Manufacturer narrative:
Permobil received correspondence from legal representatives for the end-user where it was claimed while the end-user was driving their device, suddenly the device stopped driving which resulted with the end-user falling from the seating to the ground. The ensuing fall reportedly resulted in injuries consisting of a fractured femur and skull fracture requiring an 11-day hospitalization and subsequent rehabilitation. The event was reported to have occurred on 12/27/2024 and permobil was not made aware of the facts of the event until 6/29/2026. Review of client file history has no records of communication being brought to permobil of an event having occurred. At this time, permobil has limited information as to possible cause for the alleged failure and has no information as to the current status or location of the suspect device. Permobil will continue to work with end-user's counsel in effort to determine possible cause of the event. If any new information is received, a follow-up report will be submitted.

Event description:
Permobil received report where it was claimed as the end-user was driving their f3 corpus device, it was reported to have suddenly stopped which allegedly resulted in the end-user losing positioning and falling to the ground where they sustained serious injuries requiring medical intervention to address.